Event description:
The operator reported that the door suddenly came down on operator's hand while operator was repositioning a basket after the washer sounded a "failed basket indexing sequence" alarm. The facility reported the opertator's injuries as bruises and swelling to two fingers.